Event description:
Pt had carotid angiogram. After procedure, hematoma noted at groin insertion site. No active bleeding noted and ultrasound revealed no pseudoaneurysm. Pt transferred from ir to ICU and later complained of groin pain, and bleeding was noted at the groin insertion site. Pt became hypotensive and hemodynamically unstable, requiring blood transfusion and vasopressors. Pt taken emergency to ir to have stent graft placed across groin site. Pt stabilized and was weaned off vasopressors.